Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-05743. The patient has an scs system for off-label use. It was reported one of the patient's 3166 leads (located in the supra-orbital area) had eroded through her skin. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the doctor buried the lead deeper and closed the wound. Both 3166 leads are being reported because it is unk which lead eroded through the patient's skin.